Manufacturer narrative:
(B)(4). The results of this investigation confirmed the adoii met all functional and dimensional specifications when analyzed at sjm. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown.

Event description:
A 5-6mm amplatzer duct occluder ii (adoii) was implanted on (B)(6) 2015. On (B)(6) 2015, the adoii was noted to have migrated proximally into the pulmonary artery and there was disruptive flow into the left pulmonary artery. The patient was taken to the cath lab where the adoii was percutaneously retrieved and an 8/6mm amplatzer duct occluder was implanted.